Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 361 mg/dl (nano)system 1 and 160 mg/dl (aviva) system 2. On a second separate occasion customer also allegedly received the following results within 10 minutes: 181 mg/dl (nano) system 1 and 70 mg/dl (aviva) system 2. During second occasion customer had low blood glucose symptoms; was able to self-treat. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - system 1 - nano (B)(6) - system 2 - aviva this medwatch is for system 2 - aviva. Device is unavailable for return.